Event description:
Boston scientific received information that during a routine device replacement, the insulation on this right ventricular (rv) lead was observed to be broken approximately 4 centimeters (cm) from the terminal pin. The lead was repaired with a repair kit and programmed to unipolar configuration. During a tug test after the lead was inserted into the replacement device, the ring electrode was observed to have separated and pulled back. Additionally, noise, pacing inhibition, increased threshold measurements, increased pacing impedance measurements and loss of capture (loc) were observed. No adverse patient effects were reported.

Manufacturer narrative:
The lead was surgically capped and abandoned and the physician elected to place the new system on the right side. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.